Manufacturer narrative:
A field service engineer (fse) replaced the electrodes and the ion-selective electrode (ise) reagents. The fse checked the ise fluidics and the ise bath, completed a reagent prime, air purge, and successfully ran qc. The fse turned the instrument over to the customer in operational status. A second fse visit took place. The fse observed that while calibration was successful, the sodium and potassium controls frequently had low results. The fse replaced the sipper and ise tubing, as well as the syringe seals. The ise internal standard, diluent, and reference solutions were also replaced. For verification, calibration was completed, as well as a repeatability test; all verifications were successful, and no further issues were observed. The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable low sodium electrode results from the cobas 6000 c501 module for multiple patients. The customer reports that the initial results are under 130 mmol/l, which are too low. The results are repeatable. When sent to an external laboratory, using an unspecified analyzer, the results are normal. No exact results were provided.